Manufacturer narrative:
Analysis found that the customer complaint of overheating could not be confirmed since the device was not tested for pre-temperature test. However, it was found that the handpiece was stalling but was working. All the internal parts were corroded. There was foreign material built-up on rear bearings and the cable was cut. Removed the foreign material and replaced with new rear seals and bearing and motor cable assembly. Also replaced old serial number (B)(4) with new UDI serial (B)(4). The device was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was not working properly. There was no patient impact. On follow-up, it was reported that the handpiece was running hot during set-up.